Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was also reported that the pacing lead exhibited rise in threshold. The ipg is scheduled to be replaced. The pacing lead remains in use. No patient complications have been reported as a result of this event.